Manufacturer narrative:
The information submitted reflects all relevant data received. Further attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient's nephew that the patient passed away and the implantable cardioverter defibrillator (ICD) did not deliver therapy. The cause of death has been requested and not received, however, it was reported that the patient was in hospice care due to advanced metastatic colon cancer.